Event description:
Per distributor, the patient reported that they sneezed a few times and after that, freedom had continuous red alarm. Patient decided to switch to backup driver. No reported adverse patient impact.

Event description:
Per distributor, the patient reported that they sneezed a few times and after that, freedom had continuous red alarm. Patient decided to switch to backup driver. No reported adverse patient impact.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) passed functional testing prior to being released to finished goods. Alarm history and patient data review found one new alarm, indicating secondary motor voltage too high. Visual inspection of external components found no abnormalities. Visual inspection of internal components found the secondary motor out of primary alignment indicating that the alarm was due to secondary motor engagement. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. Additional testing included a functional test of the secondary motor system. Testing confirmed that the driver was able to provide support on the secondary motor system. A valsalva maneuver test was also performed to replicate the reported sneeze. Levels in the mock tank were visibly disturbed and the driver exhibited a recoverable fault alarm. No permanent alarms were produced and the driver functioned as intended. Failure investigation for this complaint confirmed the reported issue from alarm data review. The customer complaint was not replicated during testing; the root cause of the reported continuous red alarm after a patient sneeze was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the event. Secondary motor engagement may have occurred in response to the patient sneeze but the root cause is unable to be conclusively determined. No evidence of a device malfunction was found and the driver alarm is an intended protection against a fault functioning correctly. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.